Event description:
A facility medwatch reported "in the process of the administration of medication, the pump failed: mo46 125." No serial number was given by the facility, nor a product code. The problem occurred during pt use. No add'l info is available at this time.

Manufacturer narrative:
The device and serial number were not able to be identified by the facility clinical engineering dept. As such, eval and repair of the device for the reported problem was not possible. Pertinent clinical info was also unavailable surrounding this event.